Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited oversensing on the left ventricular (lv) lead. It was noted that this resulted in pacing inhibition. Technical services (ts) provided troubleshooting options to check with patient in clinic. This lead remains in service. No adverse patient effects were reported.